Event description:
It was reported that during a laparoscopic hysterectomy procedure, when the instrument was removed, the blade fell off outside the pt. The instrument was changed and the case was finished with no pt consequence.